Manufacturer narrative:
Continuation of d10: product ID 37612, serial# (B)(6), implanted: (B)(6) 2019. Product type: implantable neurostim ulator. Product ID 3387s-40 lot# va18nt5, implanted: (B)(6) 2016 product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 01-jun-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient was really shaky and tremoring in their arm and leg. The caller stated that sometimes the patient does not have a tremor, and then the tremor comes back. The caller stated that the patient's managing healthcare provider (hcp)  checked the implantable neurostimulator (ins) at one point and the caller asked the hcp if the patient's symptoms could be caused by an issue with the lead, at which point the hcp told the caller, "I think you just diagnosed it." Within the last 2 months or so, the caller said a manufacturer representative (rep) visited the patient, but the caller did not know what the results of the appointment were. The caller mentioned that the patient lives in a va home, and they do not feel confident that the va home understands and knows everything about the dbs system and charging the dbs system. The caller said they have been trying to get the patient an appointment with dr. Coletta, but haven't gotten an appointment scheduled yet. The caller stated that the patient has a care team meeting every 3 months at the va home, and their next meeting will be this thursday. The caller was not with the patient at the time of the call, so therapy status could not be confirmed. Agent reviewed that the hcps at the va home could call technical services if they have questions about the dbs system, or they could call nas and request to have their local rep paged. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). The rep does not recall seeing any issues with the lead. They do recall that one of the patient (pt) batteries was off, so they turned it back on, the patient symptoms seemed to be under better control.